Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown zimmer implant was returned for investigation. Visual inspection of the returned implant identified a fractured platform and bone residue around the external threads. Functional testing and dimensional analysis could not be performed since the implant was fractured. The reported device had been implanted on tooth # 19 (universal) for approximately 12 years. X-ray or picture image was not provided and no other information was provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the implant fractured. The product was returned and the reported complaint was confirmed. Per visual inspection, the product was identified as fractured. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no' to 'yes'. Evaluation codes. Additional narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown, brand name is not provided / unknown, catalog number and lot number are not provided / unknown.

Event description:
Doctor reports that an unknown zimmer implant was fractured and removed with a trephine burr and new implant was placed in tooth site # 19.